Event description:
It was reported to nova biomedical, that a consumer received a result of 260 mg/dl on their blood glucose meter at 7:15am. The consumer treated herself with insulin based on this reading.. At 8:00am, the consumer tested two more times, using the very same meter and strips getting results of 360 mg/dl and 373 mg/dl. The consumer again treated herself with more insulin. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention on the emergency room. The emergency room meter gave a reading of 33 mg/dl but after insulin was administered. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.